Manufacturer narrative:
Continuation of d10: product ID: {evolutfx}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {(B)(6) 2024}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system was advanced, a s ection of the common iliac artery with a vessel diameter of approximately 4.9 mm was suspected to be damaged due to calcification. Computed tomography imaging confirmed the vascular damage. Subsequently, a stent was placed at the damaged site and the internal iliac artery was coiled to complete the procedure.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system was advanced, a section of the common iliac artery (cia) with a vessel diameter of approximately 4.9 mm was suspected to be damaged due to calcification. Computed tomography imaging confirmed the vascular damage. Subsequently, a stent was placed at the damaged site and the internal iliac artery was coiled to complete the procedure. Additional information was received that the left cia was the location of the injury.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was advanced, a section of the common iliac artery (cia) with a vessel diameter of approximately 4.9 mm was suspected to be damaged due to calcification. Computed tomography imaging confirmed the vascular damage. Subsequently, a stent was placed at the damaged site and the internal iliac artery was coiled to complete the procedure. Additional information was received that the left cia was the location of the injury. Additional information was received that the left femoral artery was the access site for the dcs. Additional information was received that the injury was a rupture of the iliac artery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the left femoral artery was the access site for the dcs.